Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged shortly after the initial implant. As result, the patient underwent a revision wherein the lead was extracted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged shortly after the initial implant. A physician attempted to reposition the lead on (B)(6) 2018. However, during the revision the lead continued to dislodge once placed. As result, the lead was extracted and replaced.